Event description:
The ventilllator was charging the backup battery, when noticed an overheating odor coming from the ventilator. There was no pt involvement or reported pt harm. The distributor's service engineer performed an eval of the ventillator and reported finding components on the power supply overheated. The service engineer replaced the power supply to correct the problem. A request to return the power supply to the manufacturer has been made, however the component has not been received to date.